Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and non-calcified left circumflex distal artery and had in stent restenosis with a non-(B)(6) stent. A 15mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure upon first inflation, it was noted that the balloon ruptured in a pinhole form at the proximal side of the balloon at about 4 atm for 15 seconds. The device was simply removed. The procedure was completed with a different device. There were no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).